Manufacturer narrative:
The head was visually examined. The laser marks between the head and neck were aligned. The head and neck was not separated. Additional mdrs associated with this event: 3025141-2019-00143: neck, 3025141-2019-00144: stem.

Event description:
An implanted arh slide-loc radial replacement system was removed in revision surgery. The head and the stem were loose and easily removed.